Manufacturer narrative:
Unit passed displacement test, sleep current test and active current test. Low battery alert less than 1 week not confirmed. Unit failed selftest due to j6 connector resistance issue.

Event description:
It was reported that the insulin pump had low battery. The customer¿s blood glucose was unknown. The troubleshooting was performed for low battery alert. The insulin pump will be returned for analysis.